Manufacturer narrative:
Batch review performed on 19-07-2019: lot 182609: (B)(4) items manufactured and released on 02-jul-2018. Expiration date: 2023-06-18. No anomalies found related to the problem. To date, 89 items of the same lot have been already sold without any other similar reported event. Additional implant: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 lot. 183340 (k112115). Batch review performed on 19-07-2019: lot 183340: (B)(4) items manufactured and released on 10-sept-2018. Expiration date: 2023-08-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain due to a dislocation of the head from the liner almost 4 months after primary. The surgeon revised the 32mm biolox head s with a 32mm biolox head l. The surgery was completed successfully. We were informed about the event on (B)(4), the revision surgery was performed on (B)(6).